Event description:
It was reported that a malfunction occurred, driver broke during surgery. No delay to procedure, no injury to patient.

Manufacturer narrative:
The compression screw hex driver assembly was returned and evaluated. A visual inspection found that the end of the driver has sheared off leaving sharp burs; it was not returned. The hex feature may be damaged or broken if the loads applied through the device are in excess of the material strength. No investigation could be carried out on the retaining rod as it was not returned. We recommend that all reusable instruments be routinely inspected for wear and damage so that they may be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.